Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 473 mg/dl at the time of incident. Troubleshooting found that the customer will try a different insertion site to treat their high blood glucose. The customer declined to troubleshoot any further and did not want to troubleshoot their high blood glucose. No further details given.